Manufacturer narrative:
For the last calibration performed on (B)(6) 2019, there were no alarms on the calibration and the calibration was ok. Signal recovery for one calibrator level was slightly lower than expected. Quality controls were within range, showing no indication of an instrument or reagent performance issue. Upon review of the alarm trace, several abnormal aspiration alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas 8000 e 801 module. The first sample initially resulted with an hcg+beta value of 12.4 miu/ml and this value was reported outside of the laboratory. The sample was repeated twice on the same analyzer, each time resulting with values of < 0.200 miu/ml accompanied by a data flag. The hcg+beta reagent lot number is 385896. The reagent expiration date was requested, but not provided.